Event description:
It has been reported to co that the guide catheter tip kinked and separated resulting in a surgical procedure to remove the separated section. The guide catheter was inserted into the pt through the introducer sheath. The pt had very tortous and highly calcified peripheral vascular system, the physician had to torque the guiding catheter considerably to engage the vessel. The physician was able to complete the procedure in the right coronary artery, but the torquing of the guiding catheter resulted in the guide catheter separating and remaining inside the pt's vessel. The pt was sent for a surgical procedure to remove the separated section. The separated section was successfully removed and the pt is reported to be fine.